Event description:
It was reported that patient presented in clinic for right ventricular (rv) lead noise. The noise was over-sensed. Programming changes were performed to de-activate the lead, and the patient will be monitored. The patient was stable.